Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient presented at a follow up appointment and this right atrial (ra) lead exhibited conductor damage in the clavicular area. As a result, the patient was hospitalized and a lead revision was performed. The lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture of the anode conductor coil near the clavicular area. Visual examination also noted that the insulation has permanent marks from being bent in the area, and the insulation appears out of round. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular entrapment. X-ray inspection of the lead in the tip area showed that the helix was bent and stretched

Event description:
It was reported that this patient presented at a follow up appointment and this right atrial (ra) lead exhibited conductor damage in the clavicular area. As a result, the patient was hospitalized and a lead revision was performed. The lead was removed and replaced, and was returned to boston scientific for analysis. No additional adverse patient effects were reported.